Manufacturer narrative:
A voluntary medwatch form 3500/3500b was received. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent non-capture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.